Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with a blood glucose (bg) level of 1.2 mmol/l and ketone levels. A data review was performed and determined the customer requested and delivered multiple boluses via the pump at the time of the event. The pump was found to be working as intended. Glucose was administered by a health care provider to address the bg. Customer was discharged from the hospital the next day with the issue resolved and no permanent damage.